Manufacturer narrative:
The real intelligence cori, rob10024, sn(B)(6), used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A screenshot review was completed with the clinical team. The reported problem was confirmed, it can be seen on the ¿femur axis definition¿ screen that the yellow shading to show that the femur had been painted was not appearing on the distal and posterior femur. On the ¿implant planning¿ screen, it is noted that the knee center is 10-20mm above where the knee center should be. It is assumed that the knee center was defined before the arrays were moved and then the femur was mapped. Since there was tracker movement, the knee center point was taken from before the tracker movement and was not adjusted to the new position. Instead of clicking back on the screen, a new case should be initialized to clear all data taken before the tracker movement. The user also has the option to re-run the initial positioning algorithm by clicking on the more options button [¿] then selecting ¿reset femur¿ and ¿reset tibia¿, to ensure that the implant position is shown correctly. The most likely cause of the reported complaint is due to tracker movement. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, while at the implant planning stage with a real intelligence cori, the distal femoral condyles did not show up in the coronal screen. The femoral array had been moved during the start of the case; as such, the case was cleared back to the start to redefine the checkpoints and the landmarks. When the implant planning screen was reached a second time, the distal femoral condyles were again not within the coronal view. The procedure was completed, without any delay, using the same cori console, without the visualization of the distal condyles. No patient injury was reported due to this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).